Manufacturer narrative:
A biomérieux internal investigation has been completed with the following results: the fine tuning status was good at the time of acquisition. The customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. The expected identification is unknown as no reference method was used to confirm the expected identification. According to data provided, the misidentification result was obtained from the spectra having a low number of peaks (70). By reprocessing the customer data with vitek ms kb under development, spectra led to a low discrimination to streptococcus pseudopneumoniae / pneumoniae. This would not be considered a misidentification. Additional tests were performed by the field application specialist (fas) on 17mar2021 after a fine tuning. The customer strain was tested at the same time as two (2) reference strains e. Coli atcc® 8739¿ and s. Pneumoniae atcc® 49619¿. The reference strains were correctly identified. The customer strain was not identified with a subculture on chocolate agar. This can be linked to insufficient growth. However, the customer strain was correctly identified as streptococcus pseudopneumoniae with a subculture on blood agar. Therefore, when the system is used with the appropriate specifications (optimal fine tuning and optimal spot preparation), the vitek ms was able to identify the strain as expected. The investigation concluded the issue was linked to a non-optimal spot preparation of the sample strain (culture, spot, different operator, operator skills, ¿).

Event description:
A customer in (B)(6) has reported a misidentification of s. Pseudopneumoniae as s. Pneumoniae when using the vitek® ms system, reference 410895. The sample was first identified as s. Pneumoniae with 99.7% of confidence level by vitek ms. Customer performed another identification with vitek ms for the same specimen four (4) times and obtained s. Pseudopneumoniae with 99.9% of confidence level. Consequently, the customer also performed alternative method (bruker biotyper) and obtained s. Pseudopneumoniae with the highest confidence score. To confirm that the specimen is s. Pseudopneumoniae, customer also performed optochin test and obtained ¿resistant¿ result, which favors s. Pseudopneumoniae. Therefore, customer chose to report s. Pseudopneumoniae. Initial result : s. Pneumoniae: 1st repeat result : s. Pseudopneumoniae. 2nd repeat result (bruker biotyper) : s. Pseudopneumoniae. Optochin result : resistant. No patient impact has been reported by the customer because of this misidentification.